Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, when the device was used, the trigger got stuck when firing. The doctor tried several times to release the trigger and finally succeed. The surgeon refused to use it again. Another device was used to complete the procedure. There were no adverse consequences for the patient.